Event description:
After 4 weeks ,the patient applied to implant a little clutter and to be sensitive to the touch. The doctor found out that I was implanting the clatters and that they were percutaneously sensitive. Doctor made the decision to remove them.